Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. A functional check was conducted and the reported issue was not able to be confirmed. The device's delivery accuracy was assessed with three different tests; all of the tests were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. Therefore, there was no fault found with the pump.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump under infused. The issue was discovered during testing and there was no patient involvement.